Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2017-07834. It was reported the patient is receiving inadequate therapy due to high impedance on one of her leads. As a result, the patient will undergo surgical intervention to address the issue. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-07834. Follow-up revealed one of the patient's leads was explanted and replaced. Surgical intervention resolved the patient's issue. Note: both of the patient's leads are being reported as explanted because it is unknown which lead was replaced.